Event description:
The hill-rom field technician reported the siderail wouldn't latch due to broken welds. He replaced the entire siderail assembly to resolve the issue. There were no reported adverse events associated with this product problem.